Manufacturer narrative:
The returned device was evaluated and the device was received with the needle mechanism fully deployed. The pod generated an 0x6a alarm in the data indicating an occlusion during runtime (threshold exceeded, not at end of bolus). No damages or defects were found in the device that would cause the observed 0x6a alarm and fluid was able to travel the full length of the fluid path. The exact cause of the 0x6a alarm cannot be determined. This alarm can be confirmed as the cause of the user reported event, as the pod alarming would halt the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 24 and 36 hours. The patient reports their parent had administered a manual injection of insulin prior to the patient going to bed. The patient reports having woken up vomiting. The patient applied a new pod prior to going to the hospital. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed and the patient was admitted to the intensive care unit. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 18 hours. The patient was able to apply a new pod once at home from the hospital.